Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A me confirmed the stent had no damage/missing part prior to insertion into an endoscopy, but after a physician inserted into the patient body through the endoscope, he found that a flap had been missing. He removed the stent using grasping forceps. The missing flap haven't been found yet. The user searched for it inside the accessory channel, but it wasn't in there. The papilla side of the stent was severely damaged during removal. He considered risk of pancreatitis since he had trouble removing it, he placed a nasopancreatic drainage catheter (rpn and lot#: unknown) instead and completed the procedure. The user's comment: there was no loss of flap of stent visually when the me opened the package. I found the loss attempting to place the gepd-7-7 by the endoscopic image via duodenal papilla. Is this flap fragile enough to damage with normal insertion? [Additional information]. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact pls. Refer in patient/event info tab. 2 what was the target location for the stent? Pls. Refer in patient/event info tab. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? 11 if not with the device in question, how was the procedure finished? Pls. Refer in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? Yes. 13 what intervention (if any) was required? Enpd. 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? During same procedure. 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? 6 was resistance encountered when advancing the wire guide to the target location? 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? 12 was resistance encountered when advancing the stent through the obstructed area? 13 after placement, was stent position verified? 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? Yes. 26 what intervention (if any) was required? Enpd. 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? During same procedure. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-7 geenen pancreatic stent set of lot number c1976818 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to pr389031 incorrect size wire guide used in (B)(4). Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 23 feb 2023. The lab evaluation notes and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation of the device, it was noted that the stent returned. Severe damage observed on the non-tapered end. Stent observed to be compressed and frayed. Flaps do not present on device. Document review: prior to distribution all gepd-7-7 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-7-7 of lot number c1976818 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1976818. IFU review: it should be noted that in the japanese packaging insert (c-es0202m18): states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the packaging insert. Therefore pr 389031 was opened to capture user error. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined . A possible root cause could be attributed to excessive force being applied when introducing the stent into the endoscopic working cap/wire guide locking device causing the loss of the flaps to the stent. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Summary: failure identified: flaps do not present on device. Confirmed quantity of (B)(4) device, used. Investigation findings conclude a possible root cause could be attributed to excessive force being applied by the user when introducing the stent into the endoscopic working cap/wire guide locking device causing the damage noted on the stent. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The patient did required an additional enpd on the same day. Patient outcome is unknown. According to the additional information received the flaps were not found anywhere in the patient, in the operating theatre or the endoscope (ref.att" (B)(4) additional question.msg"). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 18-aug-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Supplemental report is being submitted due to additional information received 21apr2023. Customer confirms user error "4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide 0.025 450cm"

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 23-feb-2023 and additional information received on 14-mar-2023. Additional information received 16mar2023 confirmation the section of the device did not remain in the patient - "no, the flap wasn¿t found anywhere in the patient, in the operating theatre, and the endoscope".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.